Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is unable to read or see at a distance of one meter and the condition does not improve with reading glasses. He stated he is also experiencing "intense inflammation" postoperatively. The consumer reported he does not believe there is anything wrong with the lens, but that the surgeon chose the wrong type of lens for him. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. At the consumer's request, the surgeon was not contacted. (B)(4).